Manufacturer narrative:
Concomitant medical products: 250ml bag of 0.9% sodium chloride injection, usp ((B)(4).; lot 56-020-jt, exp 1aug2017); 50ml bag of 5% dextrose injection usp ((B)(4); lot p335463, exp jun16); vial of cephepime for injection, usp 1g ((B)(4)., lot 113f008, exp 05 2017); therapy date unk. The customer¿s report of a damaged tubing component was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported spin collar breakage when mating the male luer of an IV tubing to a non-carefusion needleless connector. The infusion was insulin 100 units in 100 ml of normal saline running at an unspecified rate. There is no report of leakage or patient harm.